Event description:
It was reported that pt underwent partial knee procedure in 2003. Subsequently, radiographs indicated in 2008 femoral component fractured and revision procedure was performed early the following month to remove component. No further info has been provided.

Event description:
It was reported that patient underwent partial knee procedure in 2003. Subsequently, radiographs indicated on or around 5 years later, femoral component fractured and revision procedure was performed a month later to remove component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.

Manufacturer narrative:
The femoral and tibial components were returned immersed in a container with solvent. It appears the solvent partially dissolved bone cement still attached to the components and flowed over the components, precluding detailed investigation. The femoral component appears to have fractured posterior to the post by a bending fatigue mechanism; however, the condition of components upon delivery preclude any analysis.